Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -15.00 diopter, during the same surgery due to the lens was implanted upside down and tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found one haptic torn. Corrected data: d6b: on (B)(6) 2022. Claim#: (B)(4).